Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a femoral artery after a diagnostic procedure. Reportedly, the device did not "fire". Hemostasis was achieved using manual compression. There was no adverse pt effects reported. Though requested, no additional info. Was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.